Manufacturer narrative:
Us reporting agent notified on (B)(4) 2015. Manufacturing site eval: eval is on-going.

Event description:
Country of complaint: (B)(6). Needle quality: they bend and get blunt very fast. The knotting of the suture is difficult.